Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg, ICD, (B)(6) 2012; 5076-52, lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing, an increase in threshold, high thresholds and low pacing impedance. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.